Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. Blood glucose levels ranged between 100-120 mg/dl. As the supplies in use during the occlusion alarm had been changed, no troubleshooting could be performed to determine a possible cause of the occlusion alarm. Tandem technical support educated the customer in occlusion alarms. Reportedly, the customer continued to use the pump for insulin therapy.